Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 13 unopened race-packs. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. Received 13 closed and 2 open (unused) samples. The open samples have the needle detached from the thread and the thread still wound on the pack. Three of the 13 closed samples have already the needle detached from the thread inside the packs. Needle attachment results conducted with the closed samples received have values that do not fulfill the requirements of the european pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications. It is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread easily.